Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hysterectomy procedure, was told from the customer that the device broke intro op. Piece from "jaw" was found in abdomen. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #m90x5a the device was received with the I-blade upper tip broken off not returned and the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached and the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process